Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: b5, e1 (event site address). A getinge field service engineer (fse) after the inspection, it was discovered that the batteries were depleted, possibly because the equipment was not connected to the mains. It was connected to the mains and it was verified that the batteries charged correctly. All functional and safety checks were performed to factory specifications and the unit was returned to service.

Event description:
It was reported that during routine check the cardiosave intra aortic balloon pump (iabp) shuts down after being unplugged and the same thing happens when turning it on. Customer have tried restarting it and the same problem occurs.there was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusion).

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. Additional information:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) shuts down after being unplugged and the same thing happens when turning it on. They have tried restarting it and the same problem occurs while device was in routine check. There was no patient involved. No harm or injury to the patient was reported.